Event description:
Silastic mediport catheter unable to be flushed on 2/19/98. Also unable to flush on 2/20/98. Subsequent chest x-ray revealed obvious fracture of the catheter with the distal-segment overlying the heart shadow. Pt was transferred to a tertiary medical ctr where a vascular radiologist fortunately retrieved the broken portion from the pt's right atrium. Mediport is in reporting facilities possession.